Event description:
It was reported that this lead was explanted due to it got dislodged. It was discovered during a fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.